Manufacturer narrative:
The device was not returned to the manufacturing site as it was not available for evaluation; therefore product testing on this device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. In addition a complaint history review was completed, there were no complaints found to be related to the reportable event. A review of the device labeling was completed. Iris damage is identified in the labeling as a known inherent risk of trabecular micro by-pass stent surgery. In this case, the iris damage occurred as a result of patient movement. Any omitted information was not available at the time of initial report. Written correspondence has been sent to the surgeon requesting the outstanding information. Subsequent attempts will be made as necessary. (B)(4).

Event description:
As reported the patient moved violently on two separate occasions at the time of trabecular micro-bypass stent implantation for the right eye. The first movement occurred on initial entry into the incision and caused the stent to dislodge from the inserter. A portion of the stent ended up resting on the iris root. While the surgeon was retrieving the stent, the patient moved "violently" again, causing the surgeon to withdraw the inserter with the stent from the eye. The tip of the stent inadvertently tore the iris out of the incision simultaneously. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
(Patient race is hispanic). A review of the device labeling was completed. Hyphema and iop increase are identified in the labeling as a known inherent risks of trabecular micro-bypass stent/intraocular surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Include any additional IFU statements if applicable (B)(4)

Event description:
Clinical follow-up was requested and on (B)(6) 2018 the surgeon provided the following details. The iris damage was described as permanent. The location and size was reported to be ¿120 degrees iridodialysis superior¿. The iris damage resulted in hyphema/hemorrhage which led to uncontrolled iop requiring surgical intervention. A glaucoma valve was placed on (B)(6) 2018. The patient is recovering from the incisional glaucoma surgery and the surgeon anticipates the bcva to improve. The patient¿s iop is ¿very well controlled now¿.